Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: mar. 28, 2023. Section h3. Device evaluated manufacturer? Yes. Device evaluation: product evaluation was performed under magnification. The complaint lens was received cut in half with a detached haptic. No additional defects or defects that would have contributed to the complaint issue were observed. The complaint issues were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. As per complaint investigation results, the product was released within specifications. Relationship between the device and the reported incident could not be determined. Conclusion: as a result of the investigation there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was fully inserted in the patient's left eye and removed during the same procedure due to a capsule tear. Another johnson & johnson lens, model za9003 20.5 diopter was implanted in the sulcus as a replacement. The patient status was reported as unknown. No other information was provided.

Manufacturer narrative:
Weight and ethnicity: unknown/ not provided. Asku. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.